Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the lower sensor readings to be out of specification (low) due to a failed upstream sensor (fluid intrusion in crystal), which caused the reported symptom. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.